Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Event description:
The patient had a periprosthetic fracture of the right primary total hip. The exeter stem, exeter head, and trident liner were explanted. The trident psl cup remained implanted. The restoration modular, dall miles cables, and mdm components were implanted.